Event description:
Customer reportedly received result of 202 mg/dl on the advantage system and 109 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.